Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was 300+ mg/dl. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that insulin did exit. The customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was not returned for analysis.